Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no pump alarms occurred during testing. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) levels have been running about 30mmol/l and they changed out the site and the bg continued to remain in the same range. The patient stated that when they attempted to bolus from the pump, their bg levels did not lower. The patient stated that in order to lower their blood glucose levels she has to take a subcutaneous injection to attempt to get their levels within normal limits. Confirmed patient was disconnected from the pump. The patient confirmed time/date settings were accurate and the basal rates were accurate. Alarm history does not have any recent records since (B)(6) 2013. Patient believed that the pump may not be delivering insulin. The patient did change out infusion set and says that there have been no changes with their bg levels. Patient denies any irritation, lumps, or discomfort at site and says that they rotate sites. There was no recent damage or trauma to the pump and no moisture ingress. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.